Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker recorded a lead safety switch due to high out of range impedances greater than 2000 ohms on the right ventricular channel. Additionally, loss of capture was observed. Reprogramming was done and the pacemaker was switched from bipolar to unipolar. Measurements in unipolar were all within range and good capture was noted. This pacemaker remains in service at this time. No adverse patient effects were reported.